Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with an srom stem and hip ball but had a competitor acetabular component. The original implant date is unknown. The patient's hip dislocated, and when surgeon went to reduce the hip under the c-arm, he noticed that the patients acetabular component had become loose. Surgeon realized that the patients acetabulum was beyond repair without implanting a tri-flange construct, so he opted to remove all implants except for the srom sleeve. He wants to be able to toss an srom stem back in once the tri-flange component is ready. Doi: unknown, dor: (B)(6) 2022, affected side: left hip.

Event description:
It was reported that the patient was implanted with an srom stem and hip ball but had a competitor acetabular component. The original implant date is unknown. The patient's hip dislocated, and when surgeon went to reduce the hip under the c-arm, he noticed that the patients acetabular component had become loose. Surgeon realized that the patients acetabulum was beyond repair without implanting a tri-flange construct, so he opted to remove all implants except for the srom sleeve. He wants to be able to toss an srom stem back in once the tri-flange component is ready. Doi: unknown, dor: (B)(6) 2022, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.